Event description:
The facility reported a flo-gard infusion pump which delivered an anti-biotic, likely rocephin, in a faster than expected time during a patient infusion in the medical/surgical care area. The intended infusion was 1 gram of an anti-biotic in 100cc of normal saline to be infused in one hour, via piggyback, before a primary infusion, likely lactated ringer's solution. However, the anti-biotic and normal saline infused in approximately 10 minutes. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.